Event description:
On (B)(6), 2010 - patient underwent laparoscopic ventral incisional hernia repair procedure with sepramesh ip mesh implant. The mesh was secured in place with ethibond sutures. Within 24 hours, patient developed intense itching directly over the surgery site. She then developed a red rash that spread over her abdomen and the rest of her body. She gradually developed hives and throat swelling requiring her to go to the ER on (B)(6) 2010. On (B)(6), 2010 the patient presented to the emergency room with complaints of generalized itching, rash and hives. The patient was prescribed oral steroid therapy x 2 and is currently on a tapering dose of this medication. The patient is now being evaluated by an allergist who is trying to determine if this is an allergic reaction or some sort of immune response issue with the patient.

Manufacturer narrative:
Davol has provided the allergist with a sterile sepramesh ip sample to conduct allergy testing. As of (B)(6) 2010, the testing has not been scheduled or conducted. We have requested results of the allergy testing once it has been conducted. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified. Currently, it is unk whether or not the device may have caused or contributed to the event as no test results have been received. No conclusion can be drawn at this time.